Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that they had a sensor needle break. Customer reported the sensor was stuck in the insertion device and the needle broke. It was also found the customer had a needle fall off from their skin. The customer's blood glucose was unknown. The sensor will be replaced.